Event description:
Screwhead disengaged from threads/post and slipped down post prior to torquing. Patient outcome: no adverse effect reported as result of this event.

Event description:
Reported as a port leak.

Manufacturer narrative:
Additional parts received: part no. Lot no. Mfg. Date50-6112mp 21137 04/2006.